Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up because of the issue in hard drive power switch. The engineer replaced the hard disk, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was not booting properly. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.